Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer initially reported that the device failed to open after the blade was deployed. Because, the tissue had already been cut, the device could be removed from tissue without incident. The incident device was returned and a visual inspection revealed that the knife webbing was protruding from the jaws of the device.